Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead exhibited increasing thresholds after being implanted in the his bundle. It was also reported that the suture sleeve groove had a crack in it and the filar near the suture sleeve looked abnormal. The lead was explanted. A new lead was implanted in the right ventricular (rv) septum. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.